Manufacturer narrative:
Physio-control examined the removed system controller (sc) pcb assembly and determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u61. The removed user interface (ui) pcb was an ancillary part and there was no failure of this assembly.

Event description:
The customer contacted physio-control to report that their device would not complete the boot up cycle. The customer further advised that the device would not go past the initial start up screen. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio then replaced both the system controller and user interface pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.